Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motion sensor test failure and motor position encoder alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was unable to rewind the insulin pump. Customer stated that the drive support cap appears normal. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.